Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the report condition of medstation not turning on was confirmed during fse (field service engineer) testing and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that it was replaced a 7 drawer pyxibus cable on auxiliary medstation unit (spark caused by exposed wire). Medstation was powered on normally, no hardware errors on splash screen. The report was closed. During dchu visual inspection: pn 121085-01: the assy cbl pyxibus 7 drawer was received with exposed copper strands and black marks. During dchu testing: pn 121085-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the stations functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not turning on. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turned on. A field service engineer found that the spark caused by the exposed wire and replaced drawer 7 pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.